Event description:
The customer reported that the insulin pump was alarming no delivery while priming. The customer's blood glucose was 326 mg/dl. The customer explained that insulin would not pass through the tubing of the infusion set. While troubleshooting, the customer was advised that the no delivery alarm was related to the infusion set and reservoir connection. The customer was advised to replace the infusion set and reservoir. The customer stated that they had tried all the remedies for the alarm already. The customer was advised that replacement sample reservoirs would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.